Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vticm5_12.6 implantable collamer lens, - 12.0/+2.0/093 (sphere/cylinder/axis) in the patients left eye (os), within the same surgery due to the lens tore/broke during delivery into the eye. There was no patient injury. Another same model lens was implanted on (B)(6) 2019 and the problem was resolved. The reporter indicated the cause of the event was the device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
In previous MDR follow-up type was for device evaluation. Device evaluated by manufacturer: yes; device evaluated by manufacturer. Result code 114: operational problem identified. Claim#: (B)(4).